Event description:
It was reported that the device suddenly ran and then stopped. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device was not returned.

Event description:
It was reported that the device suddenly ran and then stopped. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.